Event description:
A user facility reports an intraocular lens was removed and replaced one month following initial implant surgery due to a scratch on the lens.

Event description:
Additional information was provided by the reporting surgeon. According to the surgeon, scuff marks on the optic, resulted in the patient having severe glare symptoms following initial implant surgery. The exchange was performed to alleviate the glare.